Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. Correction: e2 and h6, correcting health professional and device code information.

Event description:
Procedure performed: urological procedure on the spermatic cord. Event description: the stealth clamp was used regularly for a urological procedure on the spermatic cord. Reason: tear due to frequent use. Parallel clamping no longer possible due to frequent use. Additional information received by applied medical rep via email on 11aug25: the surgeon describes it colloquially as looking like ¿finger crossing¿ of the jaws. It was noticed before use. Patient status: no clinical impact to the patient. Intervention: user used his second a3203 stealth clamp.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon competition of investigation.

Event description:
Procedure performed: urological procedure on the spermatic cord. Event description: the stealth clamp was used regularly for a urological procedure on the spermatic cord. Reason: tear due to frequent use. Parallel clamping no longer possible due to frequent use. Additional information received by applied medical rep via email on 11aug25: the surgeon describes it colloquially as looking like "finger crossing" of the jaws. It was noticed before use. Patient status: no clinical impact to the patient. Intervention: user used his second a3203 stealth clamp.